Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not administering the customer's bolus. The caller took the customer to the doctor and it was found that the blood glucose reading was over 300 mg/dl. The doctor concluded that the customer was not receiving the bolus. The caller did not have the insulin pump to troubleshoot. Advised caller to call back to complete troubleshooting. Nothing further reported.